Event description:
The customer reported intermittent communication problems with the system. No pt injury reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. Found system needed latest software revision. So replaced sbc kit, display adapter pcb, image processor board, ethernet card, table eeprom, hard drive. Reload software release 14. Reinstalled calibration files. Tested the unit. Found unit working as intended, and put into service.